Event description:
Customer called on (B)(4) 2012, reporting of a leak inside the lh 500 hematology analyzer. Customer was wearing personal protective equipment consisting of gloves, lab coat and glasses at the time of event and no exposure or injury was reported. Customer stated that no patient results were affected by the leak and there was no change to patient treatment attributed to this event. Bec field service engineer (fse) was dispatched and found that there was bubbling around the red blood cell (rbc) baths seal. Fse proceeded to repair the seal by replacing the baths o-ring and tubing and repairs were then verified per established procedures. Root cause of the leak was attributed to the seal created by the tubing and the o-ring of the rbc bath.

Manufacturer narrative:
(B)(4).